Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, operating system: up1a.231005. 007.s918usqs6cyb3, hardware: sm-s918u, cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 17 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include very dizzy, extremely confused, lost consciousness and showed signs of seizure. The patient was treated with IV (intravenous) fluids, glucagon, oxygen, "sugar" pills orally, and a sweet solution. The patient's continuous glucose monitor was found to be displaying reading between 130-137 mg/dl, and when a fingerstick blood glucose was taken, the patient's actual blood glucose was 17 mg/dl. The patient was released the same day on (B)(6) 2025). The pod was worn when seeking medical attention.